Event description:
It was reported that the drain valves were not tight, low water flow in the arctic sun device. Per review of wo on 06feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, the device was located in the crs service center. Did not know the status of its repair. Per sample evaluation results received via task on 17mar2025, it was reported that the mixing pump was too weak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. The device was evaluated upon receipt. Mixing pump is too weak. Replaced mixing pump. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain valves were not tight, low water flow in the arctic sun device. Per review of wo on 06feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, the device was located in the crs service center. Did not know the status of its repair. Per sample evaluation results received via task on 17mar2025, it was reported that the mixing pump was too weak.